Event description:
The patient reported skin irritation with signs of secondary infection caused by the skin preparation procedures for the application of zio xt. The patient presented to urgent care with a tissue injury and was treated in office and provided additional wound care items for treatment at home.

Manufacturer narrative:
The patient reported skin irritation caused by the skin preparation procedures for the application of the zio xt. The patient presented to urgent care with a tissue injury and was treated in office and provided additional wound care items for treatment at home. Skin irritation is a known inherent risk of the device. Excerpts from the device¿s clinical reference manual, application instructions (nlb0020.07) reads as follows: ¿prepare the patient¿s skin using the materials from the skin prep & placement kit: a. Remove the razor by holding the cover on the sides and pulling down on the handle (fig. D). Shave the placement area. Do not add pressure to the razor; shave across the skin lightly. B. Applying pressure, abrade the entire area using 40 broad strokes (fig. E). Note: be sure to abrade the full prep area. C. Using all alcohol pads, clean the area thoroughly. Allow skin to dry for 1 minute. At application, any hair, skin oil, residue or moisture present can interfere with the duration and quality of the test.¿ this event is being reported per 21 cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.